Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.